Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the insertion section was found to be slightly worn, interrupted, and weakened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the dark image is due to the light guide bundle of the universal cord being severely interrupted and weakened. The most probable cause of the complaint and the additional finding is caused by a component failure of the light guide bundle. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address: no. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had dark image. The event had occurred during reprocessing. There were no reports of patient involvement.